Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the farawave catheter was selected for use, it was noted that there was an inability to purge the catheter (flush) non-permeable lumen with the presence of white deposits on the tubing. No more information available. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. No luer detachment was observed on the device, and additional a build-up of adhesive in the discharge tube was found, nevertheless this build-up does not affect the operation of the device for this reason it is not considered as a failure. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation line was tested using the syringe. It was noted that flushing was functional in all deployment states. Analysis found that the allegations were not confirmed.

Event description:
It was reported that the farawave catheter was selected for use, it was noted that there was an inability to purge the catheter (flush) non-permeable lumen with the presence of white deposits on the tubing. No more information available. The device has been returned.